Manufacturer narrative:
Investigation: lot analysis. Device/batch history record review: no. Reason: dhrs are available for review as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: n/a; although review was required for this MDR investigation; review could not be conducted because a lot number was not provided. Visual analysis: observations and testing: received one 22g bd insyte autoguard IV blood control catheter unit without packaging. The unit consisted of two portions the catheter/adapter over the needle/hub and barrel. The needle piercing through the catheter tubing wall near the tip. There are traces of dried media throughout the unit; needle, catheter & flashback camber. Visual/microscopic examination: catheter/adapter: the needle piercing the catheter tubing formed a cut with ¿v¿ shape characteristic in the tubing wall which was evident of a tip spear thru. The needle/cannula was slightly bent near the notch. The dried media in the catheter tubing indicates that the unit was intact (needle & catheter) at the time of insertion into the injection site. Water/air leak test: no necessary to conduct test, as the cut clear through the tubing wall is present. Test description: visual/microscopic, method no: n/a, results: see observations and testing. Water/air leak test, qcge-11, see observations and testing. Investigation samples(s) meet manufacturing specifications: no; the unit revealed tip spear thru (cut through tubing wall). Conclusions: confirmation of the failure of needle through catheter was conclusive based on the observations and testing performed on the unit provided for this incident. Did the evaluation confirm the customer¿s experience with the bd product? Yes; confirmation of the failure experienced by the customer was conclusive based on the evaluation and testing of the unit provided for this incident. Were we able to reproduce the customer's experience with the bd product? N/a; reproduction was not essential as the failure was confirmed with the unit provided for this incident. Root cause: relationship of device to the reported incident: user - the failure stated in the pr was identified and confirmed with the unit provided for this incident. Comments: based on the event damage and the location of dried media observed through the unit; it was determined that the root cause was user related; as the unit had to have been intact at time of use in the clinical setting.

Event description:
It was reported that an unspecified 22g bd insyte¿ autoguard¿ IV bc catheter broke during use. There was no report of injury or medical interventions.